Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The overlay tubing was breached at the 1st rib/clavicle location.

Event description:
It was reported that the right ventricular lead had elevated pacing threshold. A chest x-ray showed a subclavian crush and damage at the point where it crossed under the clavicle. The crush damage was confirmed when the lead was visually examined after being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. Concomitant product: d224trk ICD, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.